Manufacturer narrative:
(B)(4). Results: malformed clip, lockout premature. The analysis results found that the er420 device was returned with a clip jammed in the jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 20 were conforming. Additionally, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. However, it could not be determined what may have caused this finding or the clip jammed in the jaws. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to fire the device and it ¿wouldn¿t fire¿ on the first attempt. Procedure was completed with same like device. No patient consequences reported.